Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ongoing malfunction alarm has been occuriring since june 01, 2025. The customer revererted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The cusomer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.